Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of erratic results. Customer states she feels well and does not require any medical attention at this time. The customer's expected blood results are 80-126mg/dl fasting. Verified the strips expire 12/27/2016. Customer confirms the strips were first opened in 08/11/2015 and have been stored properly. Customer performed a back to back blood test 197mg/dl and 307mg/dl fasting. Reviewed meter memory; (B)(6). Customers concern:141 mg/dl, 307mg/dl obtained (B)(6) 2015, and with the back to back blood test during the call: 197mg/dl, 307mg/dl. No adverse event reported.